Event description:
Blood and control tests performed all give "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Based on new internal processes, this complaint is determined to be reportable based on the date of the call. We acknowledge the lateness of the report.